Event description:
It was reported that the ilet displayed an ¿unable to proceed¿ during a supply change and also experienced a restart event, after which the alert persisted even with no supplies installed; the device was replaced and the user was advised on setup and report syncing, and the user wears a dexcom g7 sensor. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with an insulin shaft rewind error. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.